Manufacturer narrative:
Literature citation: junichi tanimoto, junichi hamawaki, masaaki murase, yousauke oishi, yoshihiro hayashi. 'Our therapeutic experience with balloon kyphoplasty.' Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Seven men and 24 women participants. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that 31 patients (7 men, 24 women) underwent balloon kyphoplasty procedures and 31 of the 33 vertebrae treated were included in the study. Six vertebrae were treated with bkp in the subacute phase within a relatively short-term period after injury, and 25 vertebrae were treated for pseudarthrosis. It was reported that one case of "cement subsidence into the disc due to progressive vertebral collapse" occurred. Neither cement leakage into the spinal canal nor nerve root injury was observed. No other information was reported. The type of cement used was not reported in the abstract.